Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: video cable was broken. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. It is likely the following led to the malfunction:the video cable was broken. Regarding the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the subject device had image interference.there were no reports of patient harm.